Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. E1: initial reporter state - (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on approximately (B)(6) 2025, the patient noticed that his device kept on beeping and the reading showed on his cgm was 2.1 mmol/l (continuous glucose monitor reading value outside of the 2.2-22.2 mmol/l range) and the bg reading was 10 mmol/l. At that time the patient was not experiencing any symptoms. The cgm kept on alerting for hypoglycemia and displayed 3.9 mmol/l, 3.6 mmol/l, 2.7 mmol/l and 2.5 mmol/l. The patient started feeling sick, anxious, and had an upset stomach. The patient¿s wife decided to take him to the hospital. When they arrived at the hospital they did blood work. The patient was treated with intravenous fluids to prevent diabetic ketoacidosis. The patient¿s bg was checked and the reading was 10 mmol/l, 12 mmol/l and then back to 10 mmol/l. The patient stayed at the hospital for 3 hours and before he was discharged the hospital staff checked his blood glucose and it was 10 mmol/l. At the time of the report the patient was doing better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.